Event description:
It was reported that one day post implant procedure, the system was reviewed because of left ventricular (lv) lead dislodgement. It was noted that during the lead revision, after the lead was fixed, there was a cardiac resynchronization therapy pacemaker (crt-p) header failure, and the physician was unable to connect the lead to the device. After repeated attempts the device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.